Event description:
It was reported that the patient was implanted with click-x construct at l3-4 and l4-5 on an unknown date. The patient was returned to the o.r. On (B)(6) 2012 for removal of hardware due to adjacent level disc disease at l2-3. During screw removal, the threads of the setscrew extractor snapped off into the head of the screw. The broken fragment was retrieved and the procedure was completed with no further problems. This is report 16 of 16 for this event.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. Investigation could not be completed and no conclusion could be drawn as no device was received for evaluation.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4): the patient had developed adjacent level disc disease at l2-3 discovered on an unknown date. (B)(4)

Event description:
This is report 16 of 16 for complaint (B)(4).